Event description:
It was reported that the patient with this right atrial (ra) lead felt the lead move because of the heavy lifting the patient had done. Technical services (ts) referred patient to the clinic. This device remains in service. No adverse patient effects were reported.